Manufacturer narrative:
Follow-up (2/7/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient's relative contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on additional information obtained by the medical surveillance specialist during a follow-up call with the patient on (B)(6) 2013. The patient reported that on the afternoon of (B)(6) 2012 she obtained an alleged inaccurate high reading of "296 mg/dl" with the subject meter. The patient felt it was inaccurate because her blood glucose at that time of the day is usually in the "100's mg/dl" range. The patient informed the mss that she tests her blood glucose 5x/day and manages her diabetes by taking a set dose of lantus insulin at bedtime and taking a set dose of humalog with her meals. The patient stated that after obtaining the alleged high reading she took her usual 4 units of humalog and ate her lunch. The patient reported that a couple of hours later she "passed out." The patient stated she only recalls gaining consciousness when she was already in the hospital. Based on the customer care advocate documentation, the patient's relative reported that the patient had been treated with IV glucose and her blood glucose had tested at "53 mg/dl" with an emergency room/hospital meter after she had been given juice. At the time of the call, the patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after obtaining an alleged inaccurate high reading with the lfs device.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found.